Event description:
During a hand assisted laparoscopic nephrectomy procedure, linear cutter was used to staple and cut a vessel. Upon removal of the device, staple cartridge missing and massive bleeding started. Cartridge was retrieved from abdominal cavity with all staples intact.